Manufacturer narrative:
Serial number unknown. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported device no longer indicates a loudspeaker fault. The device was not in use on a patient.

Manufacturer narrative:
H6: device returned for evaluation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.